Manufacturer narrative:
Concomitant therapies: juvéderm® "around the lips"; thyroid medication. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "granuloma, round areas of skin that look transparent and is purplish, and the area is sunken" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precautions: patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265), possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Patient called to report they were injected with "regular" juvéderm® "around the corners of [their] eye" and "around [their] mouth," with juvéderm voluma® xc in the cheeks, and a third type of juvéderm® "around the lips." Four months after injection, the patient developed a granuloma on the corner of the eye, which was steadily growing. The patient had an ultrasound administered which showed "encapsulated hyaluronic acid," and a biopsy administered which confirmed a granuloma. Five months after injection the doctor had to "excise" the area. The patient indicated they will have a "permanent scar" from this. The patient additionally reported at the "corners of the outside of [their] mouth that goes down," the patient has "round areas of skin that look transparent" and is "purplish," and the area is "sunken." It is unknown if symptoms have completely resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2018-01378 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2018-01380 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, the juvéderm voluma® xc, also a product manufactured by allergan.